Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the patient's implant operative report only without a lot number a review of the manufacturing records could not be conducted. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent a laparotomy with total abdominal hysterectomy, enterocele repair, high anterior and posterior vaginal repair with abdominal colposacropexy with mesh (/davol flat). Diagnostic cystoscopy with intravenous injection of indigo carmine was also performed. Preoperative diagnosis indicates the patient to have a diagnosis of symptomatic uterine fibroids, pelvic organ prolapse and stress urinary incontinence (with possible secondary cause from her uterine fibroids) operative findings note: multiple fibroid uterus, approx. 16 weeks size, normal appearing ovaries and tubes bilaterally, grade 2-3 cervical prolapse/uterine prolapse, grade 2-3 enterocele, grade 1-2 rectocele, normal upper abdominal survey and minimal endometriosis noted. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.